Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history did not reflect accurate data despite being in use. There was no reported adverse impact to the customer. Reportedly, the customer continued using the pump for insulin therapy.